Event description:
Unomedical reference number (B)(4). Foreign: (B)(6). On (B)(6) 2022, the patient's mother reported that her son experienced high blood glucose level (21.8 mg/dl) and it started today around 01:30 am after changing the infusion set last night. They tried to treat the high blood glucose issue with manual injection. The patient tested positive for ketones (1.5 mmol/l). Moreover, he faced a bent cannula. Currently, his blood glucose level was 21.8 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.